Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Crd_964 - catalyst ide study. Eu2115 - 1707 ((B)(4), (B)(4)) it was reported that on (B)(6) 2023, a 25mm amplatzer amulet was implanted in a patient. On (B)(6) 2023, patient was seen at the emergency room due to flank pain. General practitioner treated the patient with antibiotics due to infection count. Thorax x-ray was performed and showed no changes. Urine test strip was also blank. On (B)(6) 2023, patient was admitted partial awareness of disease and increase c-reactive protein count and was treated with antibiotic therapy. A computer tomography scan was also performed where pulmonary embolus was seen. Patient was started on eliquis. The patient is stable.

Manufacturer narrative:
An event of pulmonary embolism and infection was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A more comprehensive assessment could not be performed as no additional information was received for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.